Event description:
The device was returned for service. During service the device had depleted batteries. The hospital representative stated they have no record of any patient-incident involving the pump,since the last baxter service event.